Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 7 cm in diameter thoracic aortic aneurysm and a pre-implant dissection in zone 3. The thoracic neck was 32, 33, 42-44 mm in diameter. The length of the thoracic neck is 27-30 mm in length. The aneurysm starts just distal to where the neck is 42-44 mm in diameter. The vessels are severely tortuous. The patient was on dialysis. The patient had aorto-bi-iliac abdominal aortic aneurysm open repair eleven years ago. It was reported that debranching of the celiac and sma and access 10mm conduit was done first. The devices were built up from the distal to proximal. It was reported that the valiant captivia 3030 was implanted first and then proximal the valiant captivia 3232 was implanted. The third piece was inserted, the physician used a lot of pressure and pushing to get the device to the intended landing zone; however, during deployment of the stent graft it moved back 1.5 cm due to the tension and tortuosity resulting in inaccurate deployment of the stent graft. A reliant balloon was successfully used. It was noted that there was a separation between the valiant captivia 3030 and the valiant captivia 3232 stent grafts. A valiant captivia 3434 was used to successfully correct the separation. The case was completed and the patient was fine. However, it was reported that the patient expired post index procedure due to an mi.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, mi); patient's condition affected effectiveness of device (pre-existing condition; pre-op dissection and anatomy related; severely tortuous anatomy); incorrect technique/procedure (treatment of a pre-existing condition; pre-op dissection). Conclusion: device failure/lack of effectiveness related to patient condition (pre-existing condition; pre-op dissection and anatomy related; severely tortuous anatomy); operational context contributed to event (treatment of a pre-existing condition; pre-op dissection).